Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer that the device has a loose mount. This occurred during a case. The handpiece was replaced and the case was completed without any patient consequence.